Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to his feelings and at times would not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began at 8 pm on (B)(6) 2018, when he obtained a reading of ¿505 mg/dl¿ on the subject meter compared to feelings/normal results. The patient manages his diabetes with insulin (self-adjuster) and reported that he took his normal novalog insulin 10 units at the time of the issue. The patient reported 3 hours after the alleged issue, he developed symptoms of ¿low blood sugar¿, which he self-treated by consuming some orange juice. The patient reported that he had tested on another meter at 11 pm on (B)(6) 2018 and obtained a result of ¿180 mg/dl¿. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and the alleged meter issue could not be ruled out as a cause or contributor to the event.